Event description:
Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient experienced abdominal pain and cloudy peritoneal dialysis (pd) effluent and went to the hospital. During hospitalization, a pd effluent culture was obtained on which yielded growth of corynebacterium and the patient was diagnosed with peritonitis. The patient was initially treated with ancef and fortaz intra-peritoneal (ip) and then later switched to vancomycin ip. The patient continued pd therapy in the hospital. The patient was discharged seven days later. The cause of the peritonitis was unknown. The pdrn stated the patient denied any breach in aseptic technique or touch contamination during pd therapy but indicated it is possible this occurred. The pdrn stated that the patient did not have any issues with any fresenius products in relation to the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. A culture test was performed, which confirmed growth of corynebacterium. The patient was treated with antibiotics (type, dose, route, frequency unknown). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the fmc cassette and the patient¿s peritonitis event. However, currently there is no objective evidence that a fmc cassette product issue caused or contributed to the event. Based on the available information, the exact cause of the patient¿s peritonitis can not be determined. However, the patient¿s pd effluent grew corynebacterium which are naturally present on human skin. Therefore, the source of the patient¿s peritonitis may have been related to a breach in aseptic technique. Peritonitis is a well-known potential complication and is most often associated with a breach in aseptic technique during the pd exchange. Moreover, the patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.